Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners and a cracked display window.

Event description:
Customer reported that the insulin pump alarmed during prime. Customer stated the insulin pump has a small crack on the outside. The drive support cap is protruded. He does not recall pressing the cap. Blood glucose value was 40 mg/dl; treated with soda. Nothing further reported.